Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by hosp personnel that the pt and his wife reported 2 small beeps about 2.5 minutes apart while they were sleeping, however, no visual alarms were seen on the system controller or power module. They drove to the hosp emergency room and the system controller was checked and passed all testing. The history screen did not display any alarms that had taken place. The pt was placed on a stroke volume limiter. Wave forms and log files were sent to the MFR for review and the results were reported back to the hosp as normal. Five days later, the MFR was notified that a pump exchange from one lvad to another lvad had taken place. The pt is ongoing.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.